Event description:
The patient reported that their therapy had never worked. They had not used it in 3 to 5 years. The device never worked right and never charged properly. They were going to follow up with their doctor regarding these issues. The patient was implanted for post lumbar laminectomy syndrome.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported they hadn¿t used their device for a couple of years because it was ¿terrible.¿ the consumer wanted to have the device removed so they met with their healthcare provider (hcp) on (B)(6) 2016 who said it was okay to remove it, but wanted to check with the manufacturer. According to the consumer they would remove just the battery and not touch the leads because ¿it was too dangerous to remove.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of post lumbar laminectomy syndrome. It was reported that the ins was bothering and hurting the patient. The healthcare provider (hcp) decided to remove the ins only and leave the leads prior to the surgery. The ins was removed on (B)(6)2016. No further complications were reported or anticipated.